Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 06/25/2014 with the following findings:a visual inspection of the pump confirmed that the battery compartment was cracked. The returned battery cap was able to fully tighten on to the pump with no power loss. No evidence of moisture damage was found in the compartment. Unrelated to the complaint, the audio bolus button cover and plug were detached from the pump; exposing the button contact. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump¿s battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.